Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure the device would cut but not completely suture. The staples were fired but did not close completely and there was an incomplete cut. The procedure was completed by additional cutting and suturing. No pt consequences were reported.